Manufacturer narrative:
(B)(4) a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation. The root cause of the reported condition was assigned to faulty main batteries as a result of use/user error. The main batteries and battery harness were replaced in order to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
The facility reported a colleague infusion pump with a malfunction of a damaged battery . This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.